Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s), as it did not match the patient¿s clinical history. The sample was repeated once on the same instrument and once on an alternate instrument, resulting as expected. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the rest of the patient's blood metabolic panel results were not affected. No other patient samples were affected and no instrument errors were obtained. The cause of the discordant, falsely low calcium result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.